Manufacturer narrative:
Correction: further review of this event confirmed that the returned instrument was fully functional. Based on this clarification, the reported event is unlikely to cause serious harm. This event should not have been considered a reportable malfunction based on the fully functional returned instrument and should not have been reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement suretrak2 large clamp shipped to site 04/21/2016. Medtronic investigation finds the returned suspect suretrak2 large clamp to be in good condition with no apparent physical damage. The adjustment head and threads were not damaged and in good working order. No problem found. Device found to be fully functional. No further issues have been reported.

Event description:
A site representative, purchasing, reported a suretrak large clamp with a stripped screw. No further details regarding the damage, or how it occurred, were provided. Per the site's materials manager, the damaged was identified while in the site's sterile processing. Requested replacement device. There was no patient present when this issue was identified.